Manufacturer narrative:
Eval - results - device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined. Analysis: the product will not be returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusions can be drawn concerning the performance of this product as the device was not returned for analysis. No adverse pt effects were reported. Medtronic continues to monitor field performance to detect similar events.

Event description:
Medtronic received info that the rotor of this valve holder detached from the valve holder while the valve was being positioned within the pt's annulus. It was reported that the rotor dropped into the pt's ventricle. The rotor was retrieved, and the valve was implanted without further complication.